Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. However, it was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery alarm could not verified or the functional tests completed due to the motor error alarm. It also had a cracked case at the lcd display window corners, cracked battery tube threads, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The blood glucose at the time of the incident was 5.8 mmol/l. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind but received another alarm during prime. The customer changed the infusion set first and then the reservoir but the insulin pump still alarm no delivery and then motor error. The device was returned for analysis.